Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the main body was cracked. The reported condition was verified. The cause of the reported condition could not be determined; however, the crack is consistent with damage caused by exposure to chemical agents such as foreign solvent, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the light blue main body of a minicap transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.